Event description:
Home patient (hp) reported patient line disconnected from the homechoice set during treatment. Hp stopped treatment at time of 2240 alarm. There no patient injury or medical intervention as a result of incident per rn.